Event description:
It was reported that a spectrum pump door won't latch properly. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "door won't latch properly" caused by a loose upper link screw. Evaluation experienced "door not fully latched" messages related to reported symptom. The screw was adjusted during evaluation with the door performing as expected. The link screws were replaced.